Event description:
The service report shows that a 7200 ventilator displayed visual alarms with no audible alarm. The customer's biomed department inspected the device and could not duplicate the non-audible alarm condition. The unit passed extended self testing. The alarm assembly was replaced as a precaution by the biomed department. There was no patient harm or change in therapy associated with the malfunction.